Manufacturer narrative:
The device was used in treatment. A review of the device history record identified these rejects during final packaging one (1) foreign material and one (1) ripped outer bag. A review of complaints against this lot number identified one additional complaint for the same failure.

Event description:
The customer reported an impella cp was prepared to support an (B)(6) year old female patient with moderate aortic stenosis for elective hrpci. During preparation, the dilators were inserted slowly through the hemostatic valve of the 14 fr oscor introducer to ensure proper valve lubrication. The hemostatic valve began leaking once the impella cp was inserted. Bleeding was minimized by advancing/repositioning the sheath through the valve. By the end of the case, the patient's hemoglobin level was down to 80, from 105 at the beginning. One unit of packed red blood cells was administered.

Manufacturer narrative:
(B)(4). Upon evaluation of the returned product, it was found that the hemostasis valve was torn. It is believed this was caused by off center dilator/device insertion during use in the field. The potential effect to patient for the reported failure may be related to: bleeding, prolonged intervention. The potential cause(s) for the reported failure may be related to: improper overmolding, improper extrusion, damaged during packaging/transit. A review of risk for this failure mode identified the risk to be medium. Based on the investigation information, a CAPA is not required. Per qa inspection procedure, during in process inspection the introducer sheaths are 100% leak tested. In addition, the cap and seal are 100% inspected and an occlusion test is performed. The instructions for use (IFU) informs the user: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheter, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. In addition, the directions for use state inform the user to aspirate all air from the sheath valve assembly by using a syringe connected to the sideport. Flush the sheath with 5 cc of saline immediately before peeling the sheath away in order to minimize back bleeding.